Manufacturer narrative:
(B)(4). No device was identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. The customer reported that they recently switched from baxter negative flow connectors (one seal) to baxter neutral displacement connectors (double seal). It was reported that they are now getting several "downstream occlusion" messages on their baxter sigma pumps. It was stated that this is mainly experienced in the emergency department and the intensive care unit. Baxter has been in close contact to resolve the issue as well as offer additional clinical training when using the device. Any patient involvement, injury or medical intervention is unknown.